Manufacturer narrative:
No additional information has been provided/submitted to the manufacturer for an evaluation to be conducted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, the navigation system became unresponsive as the loading wheel would not disappear. It was noted that the issue occurred after an image acquisition auto-transferred from the medtronic imaging system in the operating room (or). It was noted that after two minutes, the loading wheel did not clear and the navigation system was unresponsive to mouse prompts from the user. The navigation system was restarted, but the navigation system operated slower than expected. The navigation system was also unresponsive to keyboard prompts. Following a restart through the login screen, the navigation system functioned as designed and the site continued with the procedure. There was a reported delay tothe procedure of less than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
The logs for the navigation system and archive from the procedure were reviewed by medtronic personnel. However, the logs and archive provided no additional insight into the probable cause of the anomaly. It was noted that there were no indicators as to the cause of the initial loading wheel not going away in logs as they are all cut off from the hard shutdown. The system lagging after reboot was because the os was still loading background processes as the user was typing on the virtual keyboard and while rebooting (as determined via the syslog). The final reboot worked because they waited a few seconds longer to try to login, which allowed the background services to finish starting. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided. If information is provided in the future, a supplemental report will be issued.